Event description:
The hospital reported that at the beginning of the procedure the customer noted a loss of flow at the outlet of the venous reservoir bag. The flow dropped from 3.9 to 1.5l/mm. The bag was changed out and the procedure continued. The patient subsequently expired. The cause of death is unknown at this time but has not been attributed to this incident.